Event description:
Customer is experiencing high background after using several lots of the sars rna star complete kits. Customer has been advised to replace pipettes, decontaminate the lab space, and decontaminate the instrument using the thermo fisher instrument manual.

Manufacturer narrative:
Customer is experiencing high background after using several lots of the sars rna star complete kits. Customer has been advised to replace pipettes, decontaminate the lab space, and decontaminate the instrument using the thermo fisher instrument manual however due to experimentation and process of elimination we concluded that there was amplicon contamination, and the customer needs to perform decontamination procedures. Patient status was not reported. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event.